Event description:
It was reported that the catheter would not deflate when being removed from the patient. Negative-pressure was applied with the syringe, but the balloon did not deflate. The catheter was removed from the patient without incident. No patient complications were reported.

Manufacturer narrative:
One fogarty embolectomy catheter without any attached components was returned for evaluation. No packaging was returned. As received, the balloon was inflated and the balloon inflation solution was observed inside the balloon. The proximal windings were found to have slipped distal on the catheter tip beyond the balloon inflation port. This condition may occur when a pull force of 1.5 lbs on an inflated balloon (per IFU) has been exceeded. No visible damage to the catheter body was observed. There were no missing components. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.